Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1,100, and diabetic ketoacidosis. Reportedly, the cause of the high bg was a kinked cannula on a non-tandem infusion set. The infusion set brand and manufacture was not provided. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Reportedly, the customer was released a couple weeks later. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.